Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis, together with a detached stent. Evaluation of catheter number found that it is associated with a 4x24mm stent and not of a 4x20mm stent. The 4x20mm promus element¿ plus stent had detached from its stent delivery system and only the stent was returned for analysis. A visual examination of the crimped stent found the entire stent profile was damaged with stent struts damaged & overlapping at one section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the stent delivery system (sds) of the 4.00x20mm promus element plus stent was broken.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During unpacking of a 4.00x20mm promus element plus stent, it was noted that the stent got caught up in the blue plastic and slipped off the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.